Event description:
It was reported to nova biomedical by a consumer's parent that the consumer received a result of 450 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on that result. At 4:30pm, the consumer performed another test getting a result of 470 mg/dl and immediately performed another test getting a result of 98 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips and transfers test strips from vial to vial which may contribute to a loss of integrity of their test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.